Event description:
It was reported that a spectrum iq pump intermittently powers off. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "pump intermittently powers off" was unable to be reproduced. The device was tested with a known good ac adapter and known good battery module and no issues were observed. Evaluation was able to load and run a test infusion without any discrepancies. A review of the event history log found no events of "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.